Manufacturer narrative:
(B)(4).

Event description:
No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause was not determined.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient's father reported that a whole layer of the skin (about the size of the transmitter) came off and there was a bump around the adhesive. On (B)(6) 2016, the patient was taken to the doctor and was prescribed topical mupirocin ointment. Affected area was treated with the prescribed ointment as well as over-the-counter neosporin and washed with anti-bacterial soap. At the time of contact, the patient was in good condition. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction was confirmed. A root cause could not be determined. Sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.